Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, it was noted that the right ventricular (rv) lead had dislodged. The lead was repositioned, and remains in use. During the reposition procedure, it was not possible to fixate the lead in the implantable pulse generator (ipg) header using the setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.